Event description:
Customer reported the dpm 3 monitor had a broken pin connector which may have affected spo2 monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative replaced the spo2 connector. Unit was calibrated and safety tested to factory specifications.